Manufacturer narrative:
Batch review performed on 22-aug-2023. Lot 2002516: 30 items manufactured and released on 20-jul-2020. Expiration date: 2025-07-07. No anomalies found related to the problem. To date, 24 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 5 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.